Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. The failure was the result of the eclip coming off which allowed the roller to fall off. A spare part kit along with the addition of the shoulder that holds the roller assembly to the chassis was created.

Event description:
Previously submitted. Brakes on system malfunctioned.